Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the balance middleweight elite guide wire crossed the lesion with no resistance felt. A non-abbott stent was deployed at the lesion site. During the attempt to retract the stent delivery system (sds) from the anatomy, the guide wire was repositioned without resistance felt; however, this resulted in the tip of the guide wire separating. It is possible that the stent was deployed inadvertently over the tip of the guide wire. The separated tip was located on the tip of the sds and was removed from the anatomy with the sds. Nothing remains in the patient. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.